Event description:
It was reported that the patient underwent an unknown procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several days ago from the date the manufacturer was made aware.